Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with possible site occlusion. The customer's blood glucose level was 600mg/dl. The customer states they treated the highs with the pump. The customer declined to troubleshoot for the high levels and requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.